Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot # n4m1447y); sigpshell, sig power sigpshell control shell (lot # n5g1414y); sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot # n4m1447y); sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot # n4m1447y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a laparoscopic procedure, the reloads partially fired. Only the initial part of the reload was successfully fired for the three reloads. The device was exchanged for a new reload to complete the procedure.